Manufacturer narrative:
Per the patient's surgeon, the device was explanted on (B)(6) 2016. The patient was reimplanted with a new cochlear device during the same surgery.

Manufacturer narrative:
This report is filed (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement; resulting in the decision to explant the device. The implanted device remains at this time. However, explant and reimplantation is planned but has not taken place at the time of this report, (B)(6) 2016.